Event description:
Per the neurologist, the increase in seizures previously reported were actually episodes of pain, unrelated to vns and suspected to be due to vascular issues. It was noted that the patient's settings were increased slightly. CT scan and angiogram were ordered for the patient for the suspected vascular issue. No additional relevant information has been received to date.

Event description:
Clinic notes were received in which the patient reported having an increase in seizures. No additional relevant information has been received to date.